Event description:
It was reported that cartridge did not fully snap into pump and caller experienced repeated occlusion alarms, including alarm 2 followed by alarm 26, with damage noted around pneumatic tap area where metal wall was bent and caused a gap. There was no adverse impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge, resumed insulin, planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump, confirmed shipping address, provided instructions for storage mode, advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device, and instructed customer to return affected pump using prepaid label within 10 days.